Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred, as well as a preventative maintenance required notification. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred on a trilogy evo device, as well as a preventative maintenance required notification. There was no harm or injury reported. During the evaluation of the device at a third party service center, the complaint of a ventilator inoperative condition was unable to be reproduced. The device passes the functional test however some parts will need to be replaced due to contamination with saline reside and yellowish hoses. The service technician states that the device failed a test step relating to the exhalation verification. The proportional valve and 3-way solenoid valve were replaced to address the issue. No further investigation is required. The section h coding has been updated.